Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy cable assembly with a new cable from the customer's inventory and completed other, unrelated, non-critical repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
While completing a non-critical repair of the customer's device, physio-control observed that the therapy cable being used with the unit would not show paddles lead ECG. As a result, the need for therapy could not be determined while in paddles lead ECG and therapy may be delayed or not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed therapy cable assembly and observed that there was a missing insert in one of the outer contacts (therapy). This could cause the device to intermittently not detect that a patient (or test load) was connected to the device while in paddles lead ECG.